Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial# (B)(4) , implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter, ubd: 14-sep-2014, UDI#: (B)(4). Analysis results were not available at the time of the report. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 2 mg/day and an unknown dose and concentration of bupivacaine via an implantable pump. It was reported that at some point in 2019 the patient started to experience intermittent withdrawals. The pump and catheter were replaced on (B)(6) 2020. It was reported the pump was replaced due to eri (elective replacement indicator). There were no reported environmental/external/patient factors that may have led or contributed to the issue. It was reported the issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. The pump and catheter were returned to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing. Analysis also found that there was overinfusion with an undetermined root cause. Analysis of the catheter found damage to the transition tube of the catheter body. If information is provided in the future, a supplemental report will be issued.